Event description:
Customer reported via phone call to have a blank display screen. Customer reported to have received a low battery alert a day prior to receiving a blank screen. Customer's blood glucose was 112 mg/dl. Customer was not able to continue troubleshooting due to not having a battery to replace. Customer was advised to change batteries as soon as possible and that battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.